Event description:
It was reported that device entrapment occurred. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of a newly implanted stent. However, during an attempt to perform ivus, the device got caught at the distal stent part. The opticross was caught near its exit port prior to any dilation being performed on the stent. The opticross was pushed slightly and torque was applied to release. The opticross remained intact and was completely removed from the patient. The procedure was completed with another of the same device. There was no patient injury.